Event description:
When the needle was deployed it did not obtain the specimen. This happened with each needled between 5-6 times. Three needles had to be opened to complete the case. Bard marquee needle all were same lot. Needles saved and given to materials, bard reps (B)(4) notified. Patient code: 4582. Device code: 2533. Ref reports: mw5182556, mw5182558.